Manufacturer narrative:
Tw (B)(4). Updated fields: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/15/2026. An investigation was conducted on 01/15/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device handle as well as on the intact jaws. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaw. No peeling of silicone insulation was observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed. The lot # 3000512361 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that silicone partially peeled away from jaw of the vasoview hemopro 2 after ligating first two branches of a vein. Silicone did not fully detach from the jaw; it just peeled back. There were no added incisions. No patient harm. The case was finished using a new kit. No procedural delay.